Manufacturer narrative:
Aware date of this event was updated to (B)(6) 2019 to align with new information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated they became aware of the event on (B)(6) 2019 (day of the case). The rep did not think there was a problem with the pump or at least not that they knew of. The rep indicated there was no occlusion and no symptoms. The rep did not know when the dye study occurred. The rep stated there wasn't an occlusion the day of surgery, if there was catheter issues prior to the surgery they did not know details. It was noted the issue was resolved and the catheter was not replaced. The rep did not know the patient's weight. Additional information received from a healthcare professional (hcp) indicated the patient was not their patient, but was referred to hcp for catheter replacement. It was stated there was not an issue with the pump and that it was the hcp's decision to replace the pump since once the catheter was cut there was good flow. The serial number of the catheter involved was (B)(4). It was stated the patient did not have any symptoms and was unsure of when the dye study occurred or when the catheter occlusion was noted as the hcp that performed the catheter revision did not perform the dye study. It was noted they did not know the cause and reiterated that the patient was referred for replacement of the catheter, but at the time of surgery the catheter was revised (not replaced) and the pump was replaced. It was stated the pump and catheter should be return by the hospital as they have possession. The hcp did not know the patient's weight. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was not reported. The reason for use was not reported. It was reported that the pump was replaced. The surgeons plan was to replace the catheter, but that changed. The doctor was told by the managing physician that the catheter was occluded and needed to be replaced. The managing physician told the doctor a dye study was attempted but the catheter wasn¿t successfully aspirated. However, once the case started the doctor cut off about 7cm of catheter from the existing pump connector portion of the catheter, the catheter began to flow on its own. They then asked for a 8596sc catheter. He aspirated from the new pump¿s catheter access port (cap) once connected with ease. The 8780 catheter that was opened per the surgeon¿s request was not used. There were no symptoms reported. There were no further complications reported/anticipated.